Event description:
It was reported that the customer's keypad was unresponsive. Her blood glucose lever was 126 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No back light anomaly or frozen screen noted during testing. The device was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.